Manufacturer narrative:
Contains all currently applicable codes. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on (B)(6) 2018. It was reported that the patient was seen in office by the hcp on the day of the report. No circumstances leading to the issue were known. No actions were taken and a representative was requested to visit for a telemetry report. The patient was very unhappy and upset because they were taking more medication, had more pain, and had a lower quality of life and activities of daily life (adls). No further complications were reported.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that they needed someone to work with the patient as the patient had a text message from the rep that was supposed to meet on (B)(6) 2018 12:30-1pm and the rep never showed. The caller stated that they were looking to speak with someone about above them to get this resolved. It was indicated that research would be done and an email request would be sent. The caller stated that this needed escalating as the device was affecting the patient¿s quality of life. No further complications were reported/anticipated. An email was sent to the rep and the rep responded stating that they spoke to the receptionist and left a message for them to call back. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that a manufacturer representative was being requested for reprogramming and troubleshooting. The patient reported that the device would not hold a charge for more than 2-3 days. They had been charging the same amount of time but then the implantable neurostimulator (ins) depleted quickly. The ins now would not accept a charge at all and kept searching for a signal no matter where they moved the antenna or if the implantable neurostimulator recharger (insr) was fully charged. The event started in (B)(6) 2018. No patient symptoms were reported. No further complications were reported.